Event description:
Report received from the USA stating that the device has a "hole in the hose." The device was left on the reporter's desk and did not have information regarding the event. It was unknown to the reporter whether or not the device was used in surgery or if there were any injuries or medical intervention reported. There was no additional information provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and the event was duplicated. Evidence indicates this was due to usage wear over time. The event was confirmed. If additional information is received, a supplemental report will be sent.